Event description:
It was reported that the patient experienced phrenic nerve stimulation. The right ventricular (rv) lead exhibited intermittent loss of capture due to dislodgement. It was suspected that the lead was either in coronary sinus or had perforated the ventricle. The lead was initially programmed off, then later it was capped and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.